Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The impella device not was received from the customer and therefore, an evaluation of the device was not possible. The cause of the positioning issue was the physician pulled device across aortic valve and he was unable to re-cross. Root cause most likely use related due to improper technique. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with post cardiotomy cardiogenic shock / low cardiac output syndrome was implanted with an impella cp for mechanical circulatory support, a positioning issue involving an impella pump during patient support. It was documented that the physician pulled the device across the aortic valve while attempting to reposition the pump and was subsequently unable to re-cross the valve. The decision was made to remove the pump as a result of the noted issue.